Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having issues with the sensor. Customer's blood glucose level dropped to 44 mg/dl. Her blood glucose level was low because she overestimated what she was going to eat. She treated her blood glucose level with crackers, cream cheese, and apple juice. The insulin pump was not communicating with the transmitter. The device was not returned.